Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, a patient eas experiencing excessive glare, horizontal and vertical streaks of light. The lens was exchanged approximately one month later. Additional information was requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional information was provided, which indicated an approved cartridge was used with a handpiece and viscoelastic. Not enough information was provided to conduct a review on the cartridge lot. The product investigation could not identify a root cause. There have been no other complaint reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received on (B)(6) 2014. (B)(4).